Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient reported they experienced a cgm accuracy issue which occurred 6 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading high mg/dl and no bg meter comparison value was taken. The patient was also feeling shaky. The patient¿s wife called emergency medical services (ems) and ems transported the patient to the emergency room (ER). At the ER, the patient¿s cgm was reading high mg/dl and the bg meter was reading 29 mg/dl. The patient was treated with an unspecified intravenous (IV) and ¿some other medications¿. The patient recovered after treatment and was discharged home later the same day. The patient was ¿feeling better¿ at the time of report. There was initially not a complete set of reported glucose values available to search within the parkes error grid calculator. However, the glucose values reported once ems arrived fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.